Manufacturer narrative:
Concomitant products: product ID: 74895147, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received from a manufacturer representative. It was reported that no stimulation was felt by the patient and that the patient was not receiving stimulation, even when at the maximum voltage (turned up to maximum strength). The patient told the doctor they had lost stimulation. The troubleshooting performed included an x-ray and impedance check. The extension and lead were replaced, and the issue resolved. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. Device evaluation: analysis of the lead found no significant anomalies. It was noted the lead body had been segmented/cut through when received for analysis.

Event description:
Please note that regulatory report #3007566237-2016-00813 pertains to the extension involved with this event.